Event description:
A male, enrolled in the ventrassist lvad study, underwent placement of ventrassist lvad device in 2008. While at home, at about approx 5 weeks later, the patient was found unresponsive. Police arrived and noted that the external power pack was not connected to the patient's external device lead. Medical examiner pronounced the patient at 00:53 that day. Autopsy results are pending. Bloodpump 314183.0100495. Extracorporeal lead 322874.00075. Controller 299125.00678.